Event description:
Received from (B)(6) nursing home on (B)(4) 2012 requesting an arjohuntleigh service technician attend the facility to look at a bed rail which would not stay in an upright position. During the arjohuntleigh service tech's visit, a staff member from the (B)(6)service/maintenance department mentioned in passing that a pt had fallen from the bed. The pt also mentioned that he had fallen from the bed. No injuries were sustained.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh ((B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Upon inspection of the bed rail, it was discovered that the right hand foot end rail lock pin was stuck in one position. The tech (a member of the MFR's sales and service unit subsidiary division) cleaned and lubricated the pins, tested and approved as fully functional. After reviewing the current trends for this type of failure, it was found that there has not been a trend of this nature. The bed was manufactured in march-2008 and installed in the (B)(4) 2008 and the bed has been in use for more than two years without any reported problems. The safety side has not locked, the cause of which has been determined to be a lack of lubrication. However, the nursing home does not have a preventative maintenance program with arjohuntleigh and any preventative maintenance should be performed by them. Bedrail mechanism should be checked when preventative maintenance is carried out. This is covered in section 8, care and preventative maintenance of the user manual 746-435 which states the "operation of the safety sides to be checked on a weekly basis." Also when using the safety side, the user should always ensure that the locking mechanism is securely engaged; this is also covered in correct use of the safety side in section 4 of the user manual and there is also a warning to "ensure that the locking mechanism is securely engaged when the safety sides are left in the raised position." As part of on-going improvements, at the beginning (B)(4) 2009, an improved method of applying a consistent measured amount of grease to key of locking mechanism was introduced ((B)(4)), prior to this point, the grease was applied by hand which while adequate, lacked the consistency in regards to the amount of grease applied. The post market surveillance trending analysis was reviewed for any trends of this type of failure - we found that this is the second incident of this nature, the previous one being reported in (B)(4) 2010. Therefore, we do not believe this constitutes an adverse trend for this failure mode. (B)(4). This is only the second incident and therefore appears to be an isolated issue. Mfg does not propose any further action at this time, but shall continue to monitor for any further incidents of this nature and will inform the relevant authority should they arise. For now, this case is considered closed.